Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a blunt knife was experienced during surgery which could not be used. An alternate knife had to be obtained in order to continue the procedure. There was no impact to the patient. Additional information has been requested.